Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc had foreign matter. During use of this product, blunt or bent needles have caused failed punctures, preventing catheter advancement and resulting in catheter kinking. Additionally, rust stains were observed on the steel needles, and black foreign particles were found on the heparin caps. The affected quantity is 100 units, with 20 units available for sample return. Photographic evidence is provided. A green claim is required, along with a complaint response letter and a complaint receipt letter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the condition and composition of the foreign object could not be confirmed, and no defective sample was received for further testing, the root cause of the foreign object cannot be determined. The factory will continue to monitor this type of defect.

Event description:
No additional information.